Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® lithium heparinn (lh) blood collection tube there was under-fill or low draw of a tube with blood and erroneous results. The following information was provided by the initial reporter. The customer stated: during use of the tube, the tube was found to have a low draw issue. "Low draw issue lead to inaccurate mixing ratio of blood and anticoagulant, inaccurate test results, affecting treatment."

Event description:
It was reported when using the bd vacutainer® lithium heparin (lh) blood collection tube there was under-fill or low draw of a tube with blood and erroneous results. The following information was provided by the initial reporter. The customer stated: during use of the tube, the tube was found to have a low draw issue. "Low draw issue lead to inaccurate mixing ratio of blood and anticoagulant, inaccurate test results, affecting treatment."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to low or no draw were observed. 10 production lot in-house retention tubes were inspected with 0 visible defects. A draw test was performed at the manufacturing site on the 10-production lot in-house retention tubes. All tubes were within specification limits. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (low/no draw) because the defect was not evident in the testing of the complaint lot samples. Laboratory analysis of retain and control samples demonstrated clinically acceptable performance for all visual observations evaluated. All tubes performed as expected. The erroneous results portion was not evaluated clinically because despite multiple attempts made by the region, no information could be obtained regarding what assays were erroneous. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for low/no draw. This complaint is unable to be confirmed for erroneous results based on trend and manufacturing record review. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to low/no draw were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Our business team regularly reviews the collected data for identification of emerging trends.